Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver does not charge or boot. The receiver was opened for an internal inspection, the moisture detection sticker was activated. The reported event of an error icon display was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed errhwrf . No additional patient or event information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.